Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high out of range impedance measurements for which the lead safety switch was activated. Subsequently, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).